Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number a device history record review could not be requested.

Event description:
Patient status post adolescent plate implant returned to surgeon. An x-ray showed the plate was broken. Surgeon was performing the revision procedure and as he was removing the plate the tip of the plate broke off inside the head of the femur. The tip was not removed. Surgeon revised the patient to an adult osteotomy plate.